Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, rash, redness, and infection, extended beyond the patch perimeter. The patient stated they had a skin swab done, and that they were diagnosed with a golden staph infection. The patient was prescribed keflex (oral antibiotic) and was given a topical unspecified steroid cream. The patient stated that a second skin swab was planned. The patient was contacted for more information regarding the outcome of this second swab, but multiple attempts to contact the patient for more information were unsuccessful. At the time of the report, the patient was doing well. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.